Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd general purpose luer-lok¿ syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: molding defects.

Manufacturer narrative:
H6: investigation summary: one sample with damaged luer and damaged plunger was received. Luer damage is associated with inadequate diameter in the nozzles of the marker. Based on the quality team's investigation, a root cause for damaged plunger cannot be identified at this time. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 6 bd general purpose luer-lok¿ syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: molding defects.